Event description:
It was reported that the physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, closure of the puncture site was not completed. Hemostasis was achieved using manual compression. There was no reported pt sequela. No add'l info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device found the clip fully deployed. The safety release buttons had been pushed inward out of the retaining tabs, rather than sliding the button distally. This indicates the button had been pushed down displacing it into the handle after clip deployment. Please note that the safety release is only operative prior to clip deployment and is not functional after clip deployment until the dilator access ports have been utilized. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were bent and may have interfered with clip deployment. The most probable root cause for the broken locator wings is due to tissue compressed between the tubes and open locators. This created distal force during thumb advancement, bending and breaking the locator wings as the device was forcefully removed, creating the stuck device condition. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral regurgitation and stenosis. According to the operative report, the repair initially looked good, but then she developed worsening regurgitation and then developed stenosis with a gradient that was approaching 10. Therefore, the decision was made to perform mitral valve replacement.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not yet complete.